Event description:
The customer received a questionable low calcium result for one sample from a patient in her 80's. The initial result from an aliquot of the sample was 6.4 mg/dl and was reported outside the laboratory. The patient was admitted to the ER and a new sample was drawn with a calcium result of 9.8 mg/dl. The patient was then discharged from the ER. The customer pulled the aliquots of the sample and retested them on (B)(6) 2013. The result from the original aliquot was 10.0 mg/dl. The results from the other aliquots of the sample were 9.7 and 9.8 mg/dl. The original sample tube was retested and the result was 9.9 mg/dl. The repeat result was believed to be correct. No adverse event was reported concerning the patient. The calcium reagent lot number was 68339501 with an expiration date of 05/31/2014. The field service representative could not find a cause. He reviewed the data with the customer and found the event only occurred once and the instrument has been functioning correctly since with no further issues. The field service representative performed general maintenance and cleaning of the system, checked and adjusted all sample and reagent probe alignments. He cleaned a fair amount of serum from both the sample probes several inches up the probes from the tip which indicated that there are leaning tubes being run on the system with serum around the neck/opening of the tube. The field service representative confirmed that all probes are being washed correctly at the wash stations and that the water pressure for external rinsing was correct. He checked the gear pump pressure for correct internal probe rinsing, checked the condition of the cell detergent system and confirmed the reaction cells were being cleansed correctly. He confirmed all fluidic connections at the probes and the syringe mechanisms were correct and tight. He ran precision checks and the calcium results were within specifications. The customer ran calibration and qc with all results within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The issue was most likely caused by leaning sample tubes based on the evidence found by the field service representative and the fact that customer was not using the recommended sample rack adapters.